Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Company representative reported via email that he called the customer regarding the upgrade of the insulin pump and he reported that the insulin pump got wet and stopped working. Customer's blood glucose value is unknown. The customer declined transfer to the helpline for assistance. The insulin pump was not replaced and no product was returned for analysis.